Event description:
During crainal surgery, the surgeon put "pressure" on the rongeur, causing it to pludge into the dura. The patient helth was not compromised and did not suffer any complications. The instrument was sent to manufacturer for evaluation.investigation showed that there was no evidence of lubrication in the joints which resulted in fretting corrosion.